Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: deformation, fold creases, wear abrasion, red particles on shell, cloudy gel. And was observed after autoclave cycle: bubbles in gel. A weight test of the explanted material was verified and it was within specification. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Medical information report stated patient has may problems: problems of capsulitis, mild, it caused discomfort and pain, dizziness, feeling strange and sick, running a temperature, high blood pressure, could not sleep, asymmetric, hot, with oedema, inflamed ("tumefacta"), swollen, with loss of volume, very strange inside. Patient has been asked to remove the implant. This relates to the left side. Device has been explanted.